Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the mid right coronary artery (rca) with the use of a non-abbott device. The graftmaster was noted to have sealed the perforation, however, the patient later developed tamponade so it was not certain the vessel was completely sealed. A pericardial drain was placed (B)(6) 2014. Additionally, it was noted that the graftmaster device was very difficult to maneuver the stent into the vessel secondary to its large size and poor trackability. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances for this lot. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.